Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 2 devices were received for evaluation. 2 devices were not available to stryker for evaluation. 1 event was duplicated during testing. 1 device was found to be affected by corrosion. 1 event was not duplicated during testing; however, the device was outside specifications. 1 device was found to be affected by worn bearings. 2 devices were repaired and returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device overheated. There was no patient involvement; no patient impact.